Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was contaminated prior to use. The product ¿did not malfunction¿ but was unable to be used due to being unsterile. It was later reported that the doctor touched the lead to a non-sterile surface.